Event description:
A stryker instruments venom electrode was utilized for a lumbar/sacral radio-frequency ablation on friday, (B)(6) 2015. It was noted during re-sterilization on monday (B)(6) 2015 that approximately 10mm of the electrode cannula was gone, leaving a thin wire behind. When compared to an undamaged probe, it was noted that the cannula had fractured at the point at which the tip bends (see pictures attached). The product was discontinued from use. It was found that approximately 1.2 cm of the cannula was retained inside the pt, located superficial to the dorsum of the sacrum at about the s1 foramen level. This description completed by: (B)(6).